Event description:
Reporter alleged the blood glucose monitoring device was physically damaged. Upon investigation by the manufacturer's evaluation department, it was determined the 3rd & 4th connector pins were taken as a result of the alleged incident as stated by the reporter originally. A request was made for the return of the suspect device and replacement product was sent.